Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient experienced two erysipelas infections during produodopa treatment. The first occurred on (B)(6) 2025 at the cannula insertion site and resolved after a 10day course of kefexin 500 mg taken four times daily. The second occurred on (B)(6) 2026 near the insertion site and is still under treatment with the same antibiotic. No further information available.